Event description:
It was reported that the customer received a motor position encoder error alarm, followed by a motion sensor test failure alarm on the insulin pump. Her blood glucose was 112 mg/dl. Customer stated the insulin pump was rewinding without her touching any buttons and some of the old reservoirs she had would get stuck. She further stated that a motor error alarm was received. The insulin pump had not been exposed to a strong magnetic field. Customer did not use the sensor feature and could not complete the rewind sequence. The customer had also received a no delivery alarm on (B)(6) 2014, which was resolved with a complete set change. Her blood glucose at the time was around 150 mg/dl. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Manufacturer narrative:
The pump was unable to prime during the prime test, and gave a motor error alarm during the basic occlusion test due to a faulty force sensor. The motor passed the motor test. Unable to confirm other error alarms due to an erased history file. No other alarms or rewind anomaly noted. Unable to perform the no delivery test due to the motor error alarm. The pump also had a cracked reservoir tube lip.